Event description:
It was reported that the patient came into the emergency room after receiving multiple shocks. Device interrogation revealed noise on the ventricular sense/amp channel. The physician will continue to monitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.